Manufacturer narrative:
The customer's report was observed during initial testing; however, the device was put through extensive testing including bench handling and stress testing without duplicating the report. The analog board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.